Event description:
The customer reported the passport 2 monitor displayed an error message, which may have resulted in loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the co2 module. The unit was tested to factory's specs. It functioned normally and was returned to use.